Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had been having constant issues with no delivery alarms and has changed out her infusion set several times. Customer was trying to change out her set right now and received a no delivery alarm. Customer's blood glucose was 28.3 mmol/l at the time of the incident. Customer was trying to deliver a bolus. Customer verified that the insulin exits the tubing. Customer ran a manual prime to at least 5 units and the pump alarmed no delivery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.